Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide and starclose se device referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, there was no pulsatile blood flow noted from the marker lumen. The proglide device was removed and a starclose se device was used. The starclose se clip was deployed and the device was removed, but hemostasis was not achieved. A greater than 6cm hematoma developed. Manual arterial compression was applied to treat the hematoma and achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. One day post procedure, after a second peripheral interventional procedure, a second arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath. Reportedly, a cuff miss occurred. Hemostasis was achieved using a starclose se device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide and starclose se devices. No additional information was provided.